Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-04939) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient who has an implanted neurostimulator presented in clinic for a routine office check, telemetry issue was observed. No communication could be established with the device. The device was explanted.